Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device confirmed the reported issue with "double beeping". The investigation determined the device's downstream occlusion sensor was faulty. It was not established how this component stopped working.

Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette. There was no patient present as this was found during testing.